Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. No photo available for review. A DHR review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the circuit wye is cracked during use. The circuit was replaced without issue. No patient harm reported.